Manufacturer narrative:
Medwatch submitted to the FDA on (B)(6) 2015.

Event description:
Clinical research organization reported patient's death due to "ndi -j189- pneumonia, unspecified" which was received via a "(B)(6)." Follow-up with the physician's office and patient's listed contact person did not return any information. Causality of the events remain unknown. Side unspecified. This medwatch is for the left side. See MFR # 9617229-2015-00318 for the right side.